Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter connection issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than one hour. The probable cause was determined to be the patient closed the mobile app. The reported event of an unknown transmitter connection issue is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.